Manufacturer narrative:
The actual device was not returned for analysis. Performance data was received from the device connected to the lead and analyzed. Oversensing was noted; 54 ventricular short interval counts were observed between (B)(6) 2012. Non-sustained high rate episodes were also noted on (B)(6) 2012. A patient alert for lead failure predictor was triggered on (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an episode of sinus tachycardia, the device initially withheld therapy. T-wave oversensing (twos) then occurred and the device again with held therapy. However, therapy was eventually delivered with accelerated the rhythm to vt (ventricular tachycardia) and vf (ventricular fibrillation). A lead revision was done and the lead remains in use. No further patient complications have been reported as a result of this event.